Event description:
During a pci procedure, the maverick otw balloon ruptured on the initial inflation. The lesion being treated was a calcified lesion in the distal left circumflex. The procedure was completed with this device. No patient injuries or complications were reported. Patient status is listed as "good".